Event description:
It was reported that the reservoir broke.

Manufacturer narrative:
The returned valve was not patent due to a large tear in the top of the reservoir. This damage precluded all further testing. There was an additional small tear in the top of the delta chamber. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance.